Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. Corrected fields: b5 (the only reportable malfunction was the loss of image, please disregard the error code mentioned), h6 problem code (2896 - communication or transmission problem should be removed from the initial as only the loss of image was reportable) the device was returned to olympus for evaluation and the customer's reported issue of no image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue of no image was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, to olympus. The evis lucera elite video system center displayed scope communication error (e315) message and with no display. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.